Event description:
It was reported during the da vinci surgical procedure; the maryland bipolar forceps instrument tip did not open or close properly. There was no reported injury.

Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis team. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. Additionally, the instrument was found to have thermal damage at the yaw pulley. A review of logs reported that a monopolar instrument was used during the operation with this instrument. Further inspection found not damage to the adjacent parts. .